Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable connector was cracked and there was an open red (can_h) wire in the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the open wire.